Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A complaint history check was performed and this is the 2nd related complaint for needle clog on lot # 1187334. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: material no: 320550 batch no: 1187334 it was reported by the customer that when priming, no insulin flows verbatim: consumer reported when priming, no insulin flows stated, she primes 2 units stated, she's had this issue happen over the last few months with different boxes.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: material no: 320550; batch no: 1187334. It was reported by the customer that when priming, no insulin flows. Verbatim: consumer reported when priming, no insulin flows. Stated, she primes 2 units. Stated, she's had this issue happen over the last few months with different boxes.

Manufacturer narrative:
H6: investigation summary: customer returned 4 used and 2 unused 4mm, 32 gauge nano pro pen needles. The unused pen needles feature teardrop labels showing they are from lot 1187334. The pen needles were visually inspected prior to testing. All of the used pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining unused samples were attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needle. No issues were found with the remaining pen needle. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta found that the 4 used pen needles had become bent on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.